Manufacturer narrative:
Clinical details suggest that the guidewire became non-sterile during setup, but no further detail was provided as to how. No product was returned. Based on the clinical details provided, the root cause of the delivery issues is most likely due to use as it became unsterile during setup.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during prepping for impella cp placement the .018 guidewire fell from the table and became non-sterile. A new guidewire was used. The patient eventually expired. Use of the device cannot conclusively be associated with the outcome.